Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of essure device location of device: intertwined with fallopian tubes,"), genital haemorrhage ("excessive bleeding/ daily bleeding") and device dislocation ("migration of the essure / migration of essure device location of device: intertwined with fallopian tubes") in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". The patient's past medical history included brain tumor, seizures, migraine with aura, multiparous and anaemia of pregnancy. Concomitant products included levetiracetam (keppra) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In january 2012, the patient experienced back pain ("lower back pain / lower back pain"), arthralgia ("joint pain / joint pain"), depression ("depression / depression"), anxiety ("anxiety / anxiety") and panic reaction ("panic / panic"). In march 2012, the patient experienced alopecia ("hair loss / hair loss"). In may 2012, the patient experienced dysgeusia ("metal taste in mouth / metallic taste in mouth") and mobility decreased ("reduced mobility / reduced mobility-almost immobile"). In june 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding menorrhagia / heavier bleeding during abnormal lengthy menstrual periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In july 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and emotional distress ("emotional trauma"). The patient was treated with surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)), surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device) and surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and menorrhagia outcome was unknown, the genital haemorrhage, device dislocation, dysgeusia, alopecia, back pain, arthralgia, dyspareunia, mobility decreased and procedural pain was resolving, the depression, anxiety, panic reaction and emotional distress had not resolved and the vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysgeusia, dyspareunia, emotional distress, fallopian tube perforation, genital haemorrhage, menorrhagia, mobility decreased, panic reaction, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: essure had migrated and intertwined with her fallopian tubes. The right ostea was cannulized and a micro insert was placed with 4 coils visible. The left ostea was cannulized and a microinsert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in june 2014: essure had migrated and intertwined with tubes concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of essure device location of device: intertwined with fallopian tubes,"), genital haemorrhage ("excessive bleeding/ daily bleeding"), device dislocation ("migration of the essure / migration of essure device location of device: intertwined with fallopian tubes") and procedural haemorrhage ("they had trouble with the removal due to excessive bleeding") in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". The patient's past medical history included brain tumor, seizures, migraine with aura, multiparous and anaemia of pregnancy. Concomitant products included carbamazepine (tegretol), clonazepam, hydrocodone, levetiracetam (keppra), ondansetron (zofran), pregabalin (lyrica) and quetiapine (seroquel). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In january 2012, the patient experienced back pain ("lower back pain / lower back pain"), arthralgia ("joint pain / joint pain"), depression ("depression / depression"), anxiety ("anxiety / anxiety") and panic reaction ("panic / panic"). In march 2012, the patient experienced alopecia ("hair loss / hair loss"). In may 2012, the patient experienced dysgeusia ("metal taste in mouth / metallic taste in mouth") and mobility decreased ("reduced mobility / reduced mobility-almost immobile"). In june 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding menorrhagia / heavier bleeding during abnormal lengthy menstrual periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In july 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), emotional distress ("emotional trauma") and complication of device removal ("they had trouble with the removal due to excessive bleeding"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed)), surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device) and surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device). Essure was removed on 3-jul-2014. At the time of the report, the fallopian tube perforation, procedural haemorrhage, menorrhagia and complication of device removal outcome was unknown, the genital haemorrhage, device dislocation, dysgeusia, alopecia, back pain, arthralgia, dyspareunia, mobility decreased and procedural pain was resolving, the depression, anxiety, panic reaction and emotional distress had not resolved and the vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, device dislocation, dysgeusia, dyspareunia, emotional distress, fallopian tube perforation, genital haemorrhage, menorrhagia, mobility decreased, panic reaction, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: essure had migrated and intertwined with her fallopian tubes. The right ostea was cannulized and a micro insert was placed with 4 coils visible. The left ostea was cannulized and a microinsert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in june 2014: essure had migrated and intertwined with tubes urine pregnancy test performed is negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the event complication of device removal added. Concomitant medication, reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/migration of essure device location of device: intertwined with fallopian tubes,"), genital haemorrhage ("excessive bleeding/ daily bleeding") and device dislocation ("migration of the essure / migration of essure device location of device: intertwined with fallopian tubes") in a 30-year-old female patient who had essure (batch no. 880429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". The patient's past medical history included brain tumor, seizures, migraine with aura, multiparous and anaemia of pregnancy. Concomitant products included levetiracetam (keppra) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In january 2012, the patient experienced back pain ("lower back pain / lower back pain"), arthralgia ("joint pain / joint pain"), depression ("depression / depression"), anxiety ("anxiety / anxiety") and panic reaction ("panic / panic"). In march 2012, the patient experienced alopecia ("hair loss / hair loss"). In may 2012, the patient experienced dysgeusia ("metal taste in mouth / metallic taste in mouth") and mobility decreased ("reduced mobility / reduced mobility-almost immobile"). In june 2012, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding menorrhagia / heavier bleeding during abnormal lengthy menstrual periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In july 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and emotional distress ("emotional trauma"). The patient was treated with surgery (B)(6) 2014, total hysterectomy (uterus and cervix removed)), surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device) and surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and menorrhagia outcome was unknown, the genital haemorrhage, device dislocation, dysgeusia, alopecia, back pain, arthralgia, dyspareunia, mobility decreased and procedural pain was resolving, the depression, anxiety, panic reaction and emotional distress had not resolved and the vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysgeusia, dyspareunia, emotional distress, fallopian tube perforation, genital haemorrhage, menorrhagia, mobility decreased, panic reaction, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: essure had migrated and intertwined with her fallopian tubes. The right ostea was cannulized and a micro insert was placed with 4 coils visible. The left ostea was cannulized and a microinsert was placed with 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in june 2014: essure had migrated and intertwined with tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding vaginal, heavier bleeding during abnormal lengthy menstrual periods, pain, lower back pain, perforation (fallopian tube(s), essure confirmation test not conducted. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and device dislocation ("migration of the essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), back pain ("lower back pain"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), mobility decreased ("reduced mobility"), procedural pain ("painful post-operative recovery"), depression ("depression"), anxiety ("anxiety"), panic reaction ("panic") and emotional distress ("emotional trauma"). The patient was treated with surgery (underwent emergency hysterectomy in jul-2014 to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage, device dislocation, dysgeusia, alopecia, back pain, arthralgia, dyspareunia, mobility decreased and procedural pain was resolving and the depression, anxiety, panic reaction and emotional distress had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysgeusia, dyspareunia, emotional distress, genital haemorrhage, menorrhagia, mobility decreased, panic reaction and procedural pain to be related to essure. The reporter commented: essure had migrated and intertwined with her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2014: essure had migrated and intertwined with tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.